Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - italy. Review of the most recent repair record determined the motor speeds were unstable, the cable insulation was damaged, and the reciprocating arm was worn. The motor, plug harness, and reciprocating arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the device does not turn on. The event timing was outside of surgery. There no patient involvement. Due diligence is complete. Upon investigation, the motor speeds were unstable.